Event description:
Caller reported difficulty pressing pump quick bolus and wake button, requiring multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. No additional information was received.